Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes due to an artifact related to the minute ventilation (mv) feature signal on the right atrial channel. The patient was hit over the head and noise was suspected on the rv lead. Upon review, it was determined lead impedances were reportedly within range during the episode and no noise was observed on the strips. The mv feature remains on and there were no adverse patient effects reported. This pacemaker remains in service.